Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that during preparation for the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the boston scientific sales representative noticed the battery percentage of the device was 10% and informed the physician about this observation. The decision was made to proceed with the patient sedation while a back up device was brought in. When testing the second device before the procedure, it was observed that it exhibited the same behavior of 10% battery status, and even a third device was tested and showed the same battery percentage. Technical services (ts) was contacted and recommended interrogating the devices with a different programmer, but the same behavior was observed. Consequently, the physician made the decision to abort the procedure and stop the anesthetics for the patient, therefore, the procedure was not completed. The device was not implanted and is expected to be returned for analysis.

Manufacturer narrative:
Boston scientific issued a field safety notice in october 2022 (reference: 92946782-fa) regarding a subset of model a209 and a219 emblem s-icds worldwide that were manufactured with an incorrect date/timestamp within the software, which causes an inaccurate display of battery capacity. This s-ICD exhibited the incorrect date/timestamp issue; the device was never implanted in a patient. The boston scientific field representative returned the device to boston scientific as part of our internal retrieval process.

Event description:
It was reported that during preparation for the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the boston scientific sales representative noticed the battery percentage of the device was 10% and informed the physician about this observation. The decision was made to proceed with the patient sedation while a back up device was brought in. When testing the second device before the procedure, it was observed that it exhibited the same behavior of 10% battery status, and even a third device was tested and showed the same battery percentage. Technical services (ts) was contacted and recommended interrogating the devices with a different programmer, but the same behavior was observed. Consequently, the physician made the decision to abort the procedure and stop the anesthetics for the patient, therefore, the procedure was not completed. The device was returned to boston scientific.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report will be updated at that time.

Event description:
It was reported that during preparation for the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the boston scientific sales representative noticed the battery percentage of the device was 10% and informed the physician about this observation. The decision was made to proceed with the patient sedation while a back up device was brought in. When testing the second device before the procedure, it was observed that it exhibited the same behavior of 10% battery status, and even a third device was tested and showed the same battery percentage. Technical services (ts) was contacted and recommended interrogating the devices with a different programmer, but the same behavior was observed. Consequently, the physician made the decision to abort the procedure and stop the anesthetics for the patient, therefore, the procedure was not completed. The device was not implanted and is expected to be returned for analysis.